Manufacturer narrative:
Results code used for the catheter.

Event description:
It was reported that the catheter disconnected from the pump. No pt symptoms were reported. The pt reported that this has happened 4 times and that she planned to have the pump removed. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available. See also MFR report #s: 2182207-2008-02623; 2182207-2008-07812; 2182207-2008-07814.